Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported gripper actuation (inability to lower one gripper arm) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve however one gripper would not lower. The cds was removed and replaced with a new one, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.